Manufacturer narrative:
It is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump date was inaccurate because the customer had not set the pump date to the correct date during setup of the pump. Customer declined assistance from tandem technical support with setting the pump date. The customer's blood glucose level 100 mg/dl.